Manufacturer narrative:
The customer¿s report of a syringe disconnecting from the maxzero when flushing the line was not confirmed. The connector was visually inspected for incomplete bonding or damage. The male and female luer adapters were inspected under magnification and no issues were observed. Functional testing resulted in no disconnections or leaking. Dimensional testing was performed and the measurements were within specifications. The root cause of the reported disconnection and leaking was not determined. The concomitant syringe was not received for investigation.

Event description:
The customer reported that on the neuro unit, one day after a midline catheter was placed in interventional radiology with a maxzero connector attached, the nurse was flushing the line, and when pulling back on the plunger, the syringe disconnected from the maxzero causing blood to spray in the nurse's eye. The nurse went to employee health, following the hospital protocol, and had lab work drawn for (B)(6); results were (B)(6). The nurse will follow up with employee health to get redrawn. It was reported that curos caps are used to disinfect the max zero with an unspecified drying time.